Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: investigation revealed that the battery compartment was cracked and the display was dim and discolored. Unrelated to these issues, investigation revealed that the keypad cover was peeling. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was damaged and the display was dim and discolored. This report is made based on results of investigation completed on (B)(6) 2015.